Event description:
It was reported the programmer will not boot up. An error code was displayed. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device does not boot to medtronic software and it also displays an error. It was also noted that the power cord bay latch was broken loose.